Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:(B)(4).in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used during subcutaneous closure with simple interrupted suturing. Skin was closed with staples. Nodules formed on the suture knot. The suture remained in the body without much change after 45 days. The suture knots were pouting out from the wound, oozing from the wound and after removal of the suture, the wound healed normally. This may have led to osteomylosis. It was reported that this was not an infection but an adverse reaction to the suture material. No additional information was available.

Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each specific patient please provide the following: do you have any product to return for analysis? Do you have additional photos of the nodule formation on the suture? Was there any suture deficiency noted prior to / during or / post operatively? Patient¿s initials/ID; gender; age and weight at the time of using our product the [specific] procedure name/type? Location that suture was placed/used/closed? Which tissue layer, at which location, was the suture used to close? Dates and timelines that patient's symptoms first began following the initial surgery and what were the symptoms? Please provide details of any medical or surgical interventions performed and dates. The date of adverse event resolution. Relevant patient medical and social history (history of reactions, infections, allergies). What was the outcome and update to patient current condition? What in the physician's opinion are the factors contributing to the event?